Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to advisory with high out of range shock impedances noted for the lead. Another manufacturer's device was implanted and they used their lead as a replacement. This rv lead has not been received for investigation. No adverse patient effects were reported.